Manufacturer narrative:
Sensor (B)(6) has been returned and investigated.. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and visual inspection was performed, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with the freestyle libre sensor. Caller reported the customer (a child of 14 years) was at school when he obtained an unspecified sensor scan result that was higher when compared to an unspecified reading obtained on a competitor brand meter. Customer experienced symptoms described as headache and feeling unwell, and was seen in the "medical department" of his school where he was treated with glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Caller reported the customer (a child of (B)(6) years) was at school when he obtained an unspecified sensor scan result that was higher when compared to an unspecified reading obtained on a competitor brand meter. Customer experienced symptoms described as headache and feeling unwell, and was seen in the "medical department" of his school where he was treated with glucose. There was no report of death or permanent impairment associated with this event.